Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the healthcare provider reported that the revision was done for high impedance of electrodes and a very superficial battery location. The patient was seen after the incident as a new patient. It was noted all prior surgeries had been done out of state. They noted the patient had not returned for a post-op checkup to assess whether there had been resolution with intervention.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a revision. They stated they had the revision because they had fallen 3 times on their left hip. They stated they fractured their foot because of the fall, then it was barely healed and they fell again and re-fractured it and then it was raining and they slipped and fell on the ins again. They stated they saw their healthcare provider and they were told the ins fell in the pocket and it needed to be fixed. It was noted the revision occurred (B)(6) 2019. The patient stated the ins was close to the skin and the skin was noticeably thin and the ins was protruding. The patient reported they were having a lot of pain around their ins. They stated when they sat or stood they had radiating pain. They were redirected to their healthcare provider to discuss this issue. Additional information was received. On (B)(6) 2019 the patient reported that the day prior they had the ins removed from the left and moved by her right hip. The night prior they had been up all night peeing. They reported this was their 3rd surgery due to falling and having the stimulator move down. The patient reported they were not feeling stimulation in the groin area, they were feeling it in the dimple of their bottom. They were able to sync with their programmer on the call and it showed stimulation was off, it was set to program 2 at 0.9v. The patient turned on stimulation and reported they were feeling it. They stated the stimulation was feeling in a different place that prior to when the ins was moved. They turned the ins on and they were going to see if the issue resolved. It was noted they had an appointment with their healthcare provider the following tuesday or wednesday and they would discuss this with their doctor. Additional information from the rep reported that the patient had a weight fluctuation that caused the battery to move. No further complications were reported or anticipated.